Event description:
It was reported that the patient's device defaulted the wavelet monitor to "on" in the process of turning shocking therapies off and on for a scheduled procedure. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.